Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted into the emergency room (ER). Customer's blood glucose was 31 mg/dl; cause was due to customer inadvertently delivering a bolus. Reportedly, customer was using the cartridge for more than 3 days. Customer was advised against using an off-label cartridge. Reportedly, the customer administered a manual injection of glucose to address bg level. The customer was treated with saline fluids, insulin fluids, and glucose. Customer was released from the ER on (B)(6) 2022. Customer did not sustain any permanent damage. A pump system check was performed and confirmed pump functioned as intended at the time of event.